Event description:
A talent abdominal stent graft sys was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. Vessels were 11 mm in diameter, non-tortuous, and non-calcified. At the transition between the distal aorta and the right common iliac artery, there was narrowing (50% stenosis) of the vessel lumen to about 6 mm in diameter; however, this area was non-calcified and without tortuosity or thrombus. It was reported that the talent bifurcated stent graft was implanted without issues. However, when withdrawing the delivery system through the part of the bifurcated graft placed at the stenosed distal aorta/common iliac artery, resistance was felt, and the device seemed to be caught. It was then decided to troubleshoot the issue by inserting a needle into the sheath and adding a wire to run a balloon to the stenosed area. The area was ballooned, and the delivery system was then able to be removed without further complications. The stent graft stayed in its intended position and did not move during this maneuver. No add'l clinic sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Intervention required) - eval results: narrowing and stenosis of the distal aorta/common iliac artery.